Event description:
It was reported that pump experienced malfunction alarm with malf 3 and could not be reset, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy.